Manufacturer narrative:
(B)(4).

Event description:
Approximately one week after a procedure a patient returned to the doctor complaining of discomfort in their leg. The doctor discovered the distal tip of the vari-lase laser fiber was left in the patient and performed a percutaneous procedure to remove the tip.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.